Manufacturer narrative:
Lot number: potential lot numbers reported: ur19a17068, ur19d14010, ur19f16028, ur19f05096, ur19c19060 and ur19c05069. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The suspected lot ur19a17068 was manufactured on january 18, 2019. The suspected lot ur19d14010 was manufactured on april 17, 2019. The suspected lot ur19f16028 was manufactured on june 18, 2019. The suspected lot ur19f05096 was manufactured on june 07, 2019. The suspected lot ur19c19060 was manufactured on march 20, 2019. The suspected lot ur19c05069 was manufactured on march 07, 2019. The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which observed that the tubing was separated from the one piece male luer lock. The reported problem was verified. Due to the nature of the reported problem no additional testing could be performed. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a mico-volume extension set disconnected. The event was further describe as the "lock adapter popped off the tubing". This issue was identified during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.